Manufacturer narrative:
On 11/26/2019, mentor completed the investigation on the suspect medical device. The investigation was completed on a photo of the device because the suspect medical device was discarded. Device evaluation summary: according to the information received, it was reported a patient developed capsular contracture associated with a breast implant. Upon visual inspection of the picture, it was observed with no apparent damage. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process, complaint trends for mentor devices will continue to be monitored by quality assurance. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral capsular contracture, left breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a primary breast reconstruction procedure with mentor memorygel breast implant 650cc gel breast prostheses developed bilateral capsular contracture (baker grade unknown). In addition, a physician confirmed rupture of the patient¿s left breast prosthesis. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 500cc gel breast prostheses on (B)(6)2019. A pathology report showed that there was fat necrosis in the left breast.this medwatch report is for the patient¿s right breast prosthesis.